Manufacturer narrative:
The product was not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the catalog and lot numbers of the device were not provided.

Event description:
Mynx grip was deployed successfully, however after 30 minutes in patient recovery, they noticed a hematoma forming on the groin at the site of deployment. They held prolonged pressure and a fem-stop was applied. Hemostasis was then attained.

Manufacturer narrative:
The recovery time was extended from the time they had maintained hemostasis for 4-8 hours. The device was discarded. The procedure used a retrograde approach. The user was certified. A medtronic pipeline was a concomitant device used in the procedure along with a cordis 5f avanti+ sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than 5 mm in diameter. There was little or no calcification and vessel tortuosity. The stick location was the common femoral. There was no presence of pvd / calcium in the vicinity of the puncture site that was visualized. The puncture site was not located above the most inferior border of the inferior epigastric artery and the puncture site was not below the bifurcation. After a mynx grip device was deployed successfully for vascular closure, after 30 minutes in patient recovery, they noticed a hematoma forming on the groin at the site of deployment. They held prolonged pressure and a fem-stop was applied. Hemostasis was then attained. The recovery time was extended from the time they had maintained hemostasis for 4-8 hours. The procedure used a retrograde approach. The user was certified. A competitor concomitant device used in the procedure along with a cordis 5f avanti+ sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than 5 mm in diameter. There was little or no calcification and vessel tortuosity. The stick location was the common femoral. There was no presence of pvd / calcium in the vicinity of the puncture site that was visualized. The puncture site was not located above the most inferior border of the inferior epigastric artery and the puncture site was not below the bifurcation. The mynxgrip device was not returned for analysis. A device history record (DHR) review of lot f1802902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine the relationship of the devices and the event reported. Patient /or pharmacological factors are likely contributing factors to the hematoma reported. The complaint reported could not be confirmed. According to the product instruction for use (IFU), which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. It is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without a lot number to conduct a DHR review for the sheath involved, it is not possible to determine if the reported failure could be related to the manufacturing process. Based on the device history record review of the mynxgrip and the information provided, there is no indication that the event is related to the device manufacturing process. Therefore no corrective and preventive actions will be taken at this time. This is one of two reports associated with the reported event and the associated report number is not yet available.